Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced air bubbles anomaly from the reservoir. The customer's blood glucose reading was 173 mg/dl. The customer stated that the reservoir gets cloudy when he gets air bubbles. The customer mentioned that he gets moderate to high urine ketones. The customer stated that he has been borderline diabetic ketoacidosis twice. The product was returned for analysis.